Event description:
The tech alleged the siderail is not staying in the up position. No pt impact.

Manufacturer narrative:
The tech found the siderail ratchet rivet missing from the siderail latch spacer tube. The tech replaced the siderail ratchet rivet to resolve the issue.